Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a supply bag lines are blocked message during dwell 3 of 3 of their treatment. A review of the patient¿s treatment records identified that the patient drained 5925 ml during drain 1 of the treatment. This drain volume is 237% the patient's prescribed fill volume of 2500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a supply bag lines are blocked message during dwell 3 of 3 of their treatment. A review of the patient¿s treatment records identified that the patient drained 5925 ml during drain 1 of the treatment. This drain volume is 237% the patient's prescribed fill volume of 2500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information:d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no visual discrepancies found during the internal inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a supply bag lines are blocked message during dwell 3 of 3 of their treatment. A review of the patient¿s treatment records identified that the patient drained 5925 ml during drain 1 of the treatment. This drain volume is 237% the patient's prescribed fill volume of 2500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Additional information:a2, a3, a4, b5, g2 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no visual discrepancies found during the internal inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a supply bag lines are blocked message during dwell 3 of 3 of their treatment. A review of the patient¿s treatment records identified that the patient drained 5925 ml during drain 1 of the treatment. This drain volume is 237% the patient's prescribed fill volume of 2500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon further follow up, the pdrn stated that the patient completed treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn confirmed that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The pdrn stated that the patient has received their new cycler, which is working well, and is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event. The old cycler was returned to the manufacturer for physical evaluation. The pdrn stated that the patient does not perform tidal therapy and that their prescribed fill volume for each cycle is 2500 ml with a last fill of 1000 ml and daytime exchange of 2200 ml. The pdrn stated the patient did not have an overfill; did not drain 5,925 ml.